Manufacturer narrative:
Batch review performed on 12 december 2024: lot 2414222: 24 items manufactured and released on 28-oct-2024. Expiration date: 2029-oct-14. No anomalies found related to the problem. To date, 3 items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 12 december 2024: reverse shoulder system 64.01.9009 sf glenosphere screw (k193175) lot 2417282: 500 items manufactured and released on 30-sep-2024. Expiration date: 2029-oct-14. No anomalies found related to the problem.

Event description:
The glenosphere screw could not be fully inserted and tightened. The baseplate (ref. (B)(4) ) and polyaxial screws were removed and reinserted, but the glenosphere screw did not lock. Another glenosphere (ref. (B)(4) ) was used. The surgery was completed successfully. Total surgery time was 1 hour and 36 minutes, the delay time was 20 minutes. The 20 minutes delay occurred because the polyaxial screws and glenosphere were removed and new ones used, and also the baseplate was removed and reinstalled (polyaxial screws changed).

Manufacturer narrative:
Visual inspection: the glenosphere did not present any sign of wear or damage, not in the central hole and thread, nor in the backsurface in contact with the glenoid baseplate. The glenosphere screw presented major signs of wear on the ehad side, on its cylinrical portion and on the thread as well. The first three threads are blunt. The torx connection did not show any sign of wear or damage. From the visual analysis it is not possible to identify a root cause of the complaint. Although it is not possible to define a root cause, there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.